Event description:
It was reported that this right ventricular (rv) lead was implanted and explanted on the same date on two separate procedures. Intermittent loss of capture (loc) was confirmed one hour after implant by the patients electrocardiogram (EKG) while in the intensive care unit (ICU). The new implanted lead was explanted and replaced since the patient is pacing dependent. The physician suggested the explanted lead was not in a great position and had a possible micro-dislodgement, which was not confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Impact codes, removed hospitalization since this is already capture under f0801.

Event description:
It was reported that this right ventricular (rv) lead was implanted and explanted on the same date on two separate procedures. Intermittent loss of capture (loc) was confirmed one hour after implant by the patients electrocardiogram (EKG) while in the intensive care unit (ICU). The new implanted lead was explanted and replaced since the patient is pacing dependent. The physician suggested the explanted lead was not in a great position and had a possible micro-dislodgement, which was not confirmed. No additional adverse patient effects were reported.